Event description:
Information received from the field notes that the patient was admitted to the emergency room complaining of shortness of breath. The intracardiac electrograms revealed short pr intervals. Review of the strips indicated that the atrial lead had dislodged. While testing in aai mode at a rate of 125 ppm, the ventricle appeared to be paced in direct response to the atrial outputs.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received